Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl twist mp-1 3.75 mm 1 0 mm (1989) was returned for investigation. Visual inspection of the as returned product identified signs of wear from use about the threads and tines. The mount and implant could not be disengaged when functionally tested. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and removed the same day as placement. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2019070447. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019070447) for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. PMA/510k: k943604.

Event description:
It was reported that the implant at tooth site # unknown was unable to disengage implant from mount, another implant was placed. Additional appointment required: none reported. Symptoms as a result of the event: none reported.